Event description:
It was reported that the patient underwent a sling procedure on an unknown date to treat stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue, infections, dyspareunia, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported the patient experienced recurrence of infection, urinary problems, bowel problems and dyspareunia. On (B)(6) 2006 the patient underwent mesh implantation due to stress urinary incontinence. On (B)(6) 2007 the patient underwent mesh revision due to urinary retention. The patient experienced urinary retention and pain and on (B)(6) 2007 she underwent vaginal resectioning and removal of vaginal tape. No additional information was provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02346. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent placement of electrode, placement of the generator interstim, removal of electrode and old non-functioning ipg generator, and intraoperative programming on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
Date sent to the FDA: 11/10/2016. (B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary tract infection, and dysuria.